Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the lead exhibited unacceptable thresholds in multiple positions. After several attempts, it was not possible to insert the stylet into the lead anymore, as it was blocked a few centimeters from the lumen. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.